Manufacturer narrative:
Depuy mitek received a report of this complaint event via maude event report (B)(4). Attempts are being made to retrieve additional information from the customer about the event and device, as well as attempting to get the complaint device returned for root cause analysis. It is not known if the complaint device will be returned, or if any additional information will be received by depuy mitek within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if the complaint device is returned and evaluated, or if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the hook of the electrode is broken. From historical investigations, this failure has typically been observed when the electrode tip accidentally hits hard bone, or when the electrode is used as a lever during procedure. It was reported that neither of the above mention causes contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. A total of 4 similar complaints were reported for this product code in the last 12 months. The complaint rate was reviewed against the risk assessment and is found to be within the expectable outcome. At this time, a root cause cannot be determined for this failure. Based on the complaint history, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following was received by depuy mitek via maude event report mw5032421; volun 30-oct-2013: hook probe broke during procedure and was unable to be removed. The tip of the probe, approx. 2mm in length, remains embedded in pt's soft tissue.

Event description:
The following was received by depuy mitek via maude event report (B)(4): hook probe broke during procedure and was unable to be removed. The tip of the probe, approx. 2mm in length, remains embedded in pt&apos;s soft tissue.